Event description:
The patient experienced increased spasticity, and tremors. The pt was also extremely diaphoretic and had increased agitation from baseline. The pt was taken to a health care provider where he was given baclofen 20 mg p.o. And 1l bolus of normal saline. The pt's temperature was 99.9 degrees fahrenheit. The pt's blood pressure was in the 140s over 190s and his heart rate was in the 160-170s. The pt was transported to the hosp. During transport, the pt was treated with baclofen and valium. Upon admission to the hosp, the pt underwent a physical exam which revealed that the pt's temperature was 98.8 degrees fahrenheit. The pt's pulse was tachycardiac at 122, and his blood pressure was 146/113. The pt was still diaphoretic, thin with wasted extremities and multiple contractures in both arms and legs. The pt was admitted to the hosp for possible baclofen withdrawal and pump malfunction. A lateral spine x-ray was performed (in 2008) but did not provide any clear evidence of a pump malfunction. The next day, the pt underwent a ir fluoroscopy exam to evaluate his baclofen pump. The exam revealed there was a discontinuity in the tubing just distal to the pump with extravasation of the contrast. The pt underwent surgery the next day. Surgery revealed that the catheter was fractured at the junction with the previous hard metal tip system. The pt's proximal catheter was revised and a new pump connector attached, the catheter was then reattached to the pump, and the pump was refilled and the patient was restarted on his pre-surgical dose of 500 mcg/day of baclofen. Post-surgery, the pt continued to exhibit some symptoms of withdrawal (unspecified) so the dose was increased to 550 mcg/day. The pt recovered without sequela, and was discharged back to the care facility where he lives three months later.

Manufacturer narrative:
The catheter related to this event was not identified. Per the MFR's device registration system this pt had two catheters active at the time of the event. We were unable to determine which catheter was the catheter related to the event.